Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5,b7, and h6. The conclusion remains the same.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent off label (aortic insufficiency) tavr with a 29mm s3 valve. The first valve was implanted but after deployment the patient became unstable and required CPR this caused the valve to embolize into the lv. The valve was able to be snared and drug into the descending aorta where it was then stabilized with an evar stent graft. The decision was made the physicians to try another valve implant. A second 29mm s3 valve was successfully implanted but the patient again became unstable and expired. They believe the patient bled into his chest related to rib fracture that was caused by CPR. It was not thought to be a device related death. Per the medical records, the patient was admitted for an urgent and high-risk tavr procedure. During the procedure the valve embolized into the ventricle and was subsequently repositioned and crushed in the descending thoracic aorta. Ivus showed evidence of a dissection and rupture in the descending aorta at the site of the embolized valve. A tevar graft was placed to address a suspected aortic rupture and aortic dissection. The procedure involved the deployment of the graft and angioplasty. Despite the successful deployment, the patient's condition deteriorated, leading to a decision against additional graft placement. The cardiac/cardiothoracic team then proceeded with a second tavr attempt. The immediate cause of death was hemorrhage (interval: hours) due to or consequence of chest injury from CPR (interval: minutes), due to or consequence of cardiogenic shock (interval: minutes), due to or a consequence of aortic valve regurgitation (interval: months). Other significant conditions contributing to the death but not related to the cause of death include transcatheter aortic valve embolization.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent off label (aortic insufficiency) tavr with a 29mm s3 valve. The first valve was implanted but after deployment the patient became unstable and required CPR this caused the valve to embolize into the lv. The valve was able to be snared and drug into the descending aorta where it was then stabilized with an evar stent graft. The decision was made the physicians to try another valve implant. A second 29mm s3 valve was successfully implanted but the patient again became unstable and expired. They believe the patient bled into his chest related to rib fracture that was caused by CPR. It was not thought to be a device related death.

Manufacturer narrative:
The device was used in off-label implantation in the aortic position for native aortic insufficiency. As there are no specific IFU or training materials related to these procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy (in aortic position), minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient (native aortic insufficiency) and procedure related factors (off label) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.